Event description:
It was reported that the patient felt like someone was stabbing her with a knife in her implantable neurostimulator (ins). It was also a burning sensation. This occurred 2 weeks ago. Starting yesterday, she was feeling tingling from the waist down. When she was charging her system, she had tingling and she was not using her system when this was occurring. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3487a-33, lot# j0417563v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0417563v, implanted: (B)(6) 2004, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4)